Event description:
Implant loss due to patient condition, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, peri-implantitis, bleeding.